Manufacturer narrative:
On 8/23/2019, during analysis of the device an area of siltex cracking was noted in posterior view. Leak testing revealed a tear within the siltex cracking measuring approximately 0.6 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/26/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/19/2019, it was reported to mentor that the date of explant was (B)(6) 2019. The replacement devices were saline mentor smooth round moderate plus profile 325cc, catalog number 3502325, serial number (B)(4), lot number 7658733 on the left breast implant and saline mentor smooth round moderate plus profile 325cc , catalog number 3502325, serial number (B)(4), lot number 7577990 on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/22/19, it was reported to mentor that the surgery of explantation will be rescheduled. A supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2019.